Manufacturer narrative:
Two opened probes were received, with a tip protector, in pouches. Both samples were visually inspected and both samples were found to be conforming. Both samples were then functionally tested for actuation and aspiration. Both samples were found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two pictures attached to the complaint were reviewed by the investigation site. Both pictures show a pouch label with same product and lot number as reported. Both returned samples were found to be conforming, therefore an aspiration failure as described in the complaint was not confirmed on both samples returned and a root cause cannot be determined for the complaint as described by the customer. No action was taken as both returned probes were manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the suction of the probe was insufficient before vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).